Event description:
During an implant procedure, intraoperatively, on the back table, the pump was properly aspirated; however only 34ml could be withdrawn. The pump reservoir was once again injected with water and re-aspirated and only 34ml could be withdrawn. It was calculated that based on the manufacturing date approximately 35.56ml was expected to be present in the reservoir. They were not comfortable proceeding with the pump, and it was not implanted in the patient. Patient was implanted with a new pump and sustained no injury.

Manufacturer narrative:
Analysis of the pump revealed no anomaly found.

Manufacturer narrative:
(B)(4). Analysis results of the returned pump were not available as of the date of this report; a follow-up report will be sent when it is completed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.